Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported an sjm representative met with the patient and it was discovered the patient's scs ipg does not communicate with external devices, and the patient programmer displayed a communication 'error'. The patient stated approximately four months ago she turned her scs system off for the day, and two weeks later when she tried to turn her system back on, the system would not turn on. Surgical intervention to address the issue may be undertaken at a later date.